Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter: consumer legal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
At some point following after second revision surgery, 4 liters of fluid was drained from the hip and also placed on a wound vac for 4 months. Doi: 2008 (cup, stem), dor: not reported. Please see (B)(4) right hip 1st revision. (B)(4) right hip 2nd revision.